Event description:
The account alleged the bed exit alarm has no audible sound. No patient impact.

Manufacturer narrative:
The technician replaced the scale power control board to resolve the issue with the bed.